Event description:
It was reported that the right ventricular lead is fractured, had oversensing, and inhibition of pacing. The device was reprogrammed and the lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.